Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an exploratory laparotomy, a few of the reloads were not stapling all the way to the end of the staple line. A few reloads were required to complete the case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ax56. Device evaluation summary: the analysis results found that one tlc75 sterile reload (a) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The analysis results found that one tlc75 sterile reload (b) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The analysis results found that one tlc75 sterile reload (c) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The analysis results found that one tlc75 sterile reload (d) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The analysis results found that one tlc75 sterile reload (e) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The analysis results found that one tlc75 sterile reload (f) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the reloads performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.